Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and the patient line of the homechoice cassette. This occurred during drain two of four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to start over with all new supplies and contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.